Event description:
The customer reports that the venous luer hub was found broken during hemodialysis.

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis catheter connector assembly for analysis. Signs-of-use in the form of biological material was observed on the extension line hubs. After failing functional testing, microscopic examination revealed one small crack in both the arterial luer hub and the venous luer hub. The appearance of the cracks appeared consistent with damage due to overtightening. No other defects or anomalies were observed. A lab inventory ars syringe filled with water was used to pressurize both the arterial and the venous extension lines. With the distal end occluded, each extension line was pressurized. Small leaks were observed exiting the luer hubs for both the venous and the arterial extension lines. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The reported complaint of a luer hub cracked was confirmed by complaint investigation of the returned sample. The arterial luer hub and the venous luer hub contained a small crack which appears consistent with repeated over-tightening of the luer. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the venous luer hub was found broken during hemodialysis.